Manufacturer narrative:
Final analysis found the pulse generator in backup mode. The device was at end of life (eol). No information was received from the field regarding the device settings. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited premature end of life. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).